Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted past its use by date (ubd). The indication for use of the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2015-18830 for the patient's other device issue.